Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Related records: (B)(4) (event date 01/10/2025). (B)(4) (event date 01/12/2025).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2025. The patient's mother reported a total of 3 sensor failures and stated that they had to go to the emergency room ¿every single time¿. This report is to documented sensor 1/3. No specific symptoms were reported for this event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.